Manufacturer narrative:
Results of investigation: vyaire medical thru trudell healthcare solution received the device for evaluation. Trudell technician indicated user interface module issue could not be replicated. User interface module remained intact and functioned correctly. The suspect device has passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that user interface module turned off while on a patient on the avea ventilator. The customer reported device was swapped out. The customer confirmed there was no patient harm associated with the reported event.